Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the mitraclip system instructions for use, states that the device is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation due to primary abnormality of the mitral apparatus. It could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. All available information was investigated and a definitive cause for the slda could not be determined. The investigation could not determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was mitraclip procedure performed to treat tricuspid valve regurgitation (tr) with a tr grade of 4. Visualization was difficult due to a previously implanted pacemaker. Two clips were implanted successfully reducing tr to 2. To further reduce tr, a third clip was deployed on the posterior and septal leaflets; however, after deployment, the clip detached from the septal leaflet and remained attached to the posterior leaflet (slda) and tr remained at 2. No additional clips were implanted. There was no clinically significant delay during the procedure. The patient remained stable. No additional information was provided.